Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power supply was replaced by request of the customer. Unit then passed all functional and safety tests and was handed back to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before connecting to a patient, the cs300 intra-aortic balloon pump (iabp) system was automatically switching off. The user connected to another machine.